Event description:
It was reported the right ventricular (rv) lead dislodged. Upon extraction, it was noted that the helix appeared to be stretched and would not retract. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth, the helix of the lead was extrinsically bent and became extrinsically distorted due to pulling/stretching/overstress and the inner and outer insulations of the lead were extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).